Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician attempted to use the everflex entrust, it is reported that the stent fractured during the procedure. No patient injury reported. Evaluation summary: cd with cine images was received and evaluated. First set of cine images showed the stent is elongated at the medial portion of the stent. No fractures were observed. Second set of cine images showed two fractures which resulted in the stent separating into three segments. The fractures occurred at the medial portion of the stent and elongation is present. Third cine image showed a new stent was implanted underneath the fractured stent. Visible gaps from the fractured stent were now stented. Please note that this device (protege everflex stent with entrust delivery system) is not marketed in the united states; however, the stent is similar to the stent in the united states marketed device (protege everflex) approved under PMA #(B)(4). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.